Manufacturer narrative:
Date of event - aware date (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that a pericardial effusion occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination, computed tomography showed a pericardial effusion in the anterior right ventricle. No patient complications were reported, and the patient remains under physician monitoring.

Event description:
It was reported that a pericardial effusion occurred. In february 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination, computed tomography showed a pericardial effusion in the anterior right ventricle. No patient complications were reported, and the patient remains under physician monitoring. It was further reported the patient was discharged. It was further reported the pericardial effusion was discovered six (6) months post index procedure during a routine follow up examination on (B)(6) 2022.

Manufacturer narrative:
B3 date of event updated b5 event description updated.

Event description:
It was reported that a pericardial effusion occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination, computed tomography showed a pericardial effusion in the anterior right ventricle. No patient complications were reported, and the patient remains under physician monitoring. It was further reported the patient was discharged.

Manufacturer narrative:
B3 date of event - aware date 03october2022 used as event date is unknown. B5 event description updated.